Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a pulsed field ablation (pfa) procedure, a faradrive steerable sheath clear was selected for use. Upon reinsertion of a farawave catheter into the faradrive sheath following post mapping of the anatomy, air was noted in the sheath port. The sheath was replaced, and the procedure was completed successfully without patient complications. The sheath is expected to return for analysis.

Manufacturer narrative:
B5: describe event or problem - updated with additional information. D9: device avail for evaluation? Returned to manufacturer date - updated. H6: evaluation method codes, evaluation result codes, evaluation conclusion codes - updated.

Event description:
During a pulsed field ablation (pfa) procedure, a faradrive steerable sheath clear was selected for use. Upon reinsertion of a farawave catheter into the faradrive sheath following post mapping of the anatomy, air was noted in the sheath port. The sheath was replaced, and the procedure was completed successfully without patient complications. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis. It was further reported that the irrigation of sheath was done at 20ml/h with a syringe pump. The guidewire was positioned slightly protruding from the farawave. No air was seen in the patient. No other issue has been reported.

Event description:
During a pulsed field ablation (pfa) procedure, a faradrive steerable sheath clear was selected for use. Upon reinsertion of a farawave catheter into the faradrive sheath following post mapping of the anatomy, air was noted in the sheath port. The sheath was replaced, and the procedure was completed successfully without patient complications. The sheath has been received for analysis. It was further reported that the irrigation of sheath was done at 20ml/h with a syringe pump. The guidewire was positioned slightly protruding from the farawave. No air was seen in the patient. No other issue has been reported.

Manufacturer narrative:
Device evaluated by MFR.: the faradrive steerable sheath was returned to boston scientific with the dilator fully inserted into the sheath. Being returned in this manner can introduce damage to the hemostatic valve or exacerbate any prior clinically related hemostatic valve damage, which can negatively impact valve performance during returned device testing. During removal of the dilator, the dilator shaft was lodged within the sheath and could not be extracted from the proximal end of the sheath. A forceful attempt resulted in breakage by the dilator handle, allowing the remaining dilator to be removed from the distal end of the sheath. The faradrive steerable sheath was prepared for leak testing, however, leakage from the proximal end of the sheath was observed during this testing preparation. Thus, no leak testing could be performed on the faradrive steerable sheath. Microscopic inspection of the hemostatic valve identified that the inner valve was torn, and that the valve was not sealing properly, likely due to the dilator being inserted in the sheath for an extended period of time during transit to boston scientific.